Event description:
It was reported that during a preventative maintenance eval at the MFR, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device is contained at the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation requires.